Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381811 and lot number 4208538. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard catheter frayed. The following information was provided by the initial reporter: second attempt was able to insert successfully. Used the insyte to do blood culture, was in got flow back, but stopped immediately. Attempt again and same thing happen. Another attempt was made and it was noted that the skin was bubbling, and when removed insyte was frayed.